Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and cardiac resynchronization therapy defibrillator (crt-d) both exhibited battery voltage below implant indication. Neither device was implanted. There was no patient involvement.